Manufacturer narrative:
The following information has been updated with corrected and/or additional information: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 13-feb-2024. H.6. Investigation summary: bd received two (2) samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for foreign matter (fm) with the incident lot was observed. Fm-ink was seen at the top of the tube for both components. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to fm as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm-ink based on the return samples. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with the bd vacutainer® sst¿ blood collection tubes, 10 tubes contained foreign matter. There was no report of patient impact.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). Initial reporter facility name: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with the bd vacutainer® sst¿ blood collection tubes, 10 tubes contained foreign matter. There was no report of patient impact.